Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that the cause of the catheter break/cut was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The indication for use for the catheter was noted as malignant pain and breast cancer. It was reported that there was a catheter fracture. The catheter was explanted on (B)(6)2017 no further complications were expected. There were no reported symptoms.

Manufacturer narrative:
Analysis of the catheter found a reliability non-conformance of the catheter body with a hole (or torn catheter) caused by the metal pin of the pump connector poking through. Analysis also found a procedural non-conformance of the catheter body with a slice cut not related to explant damage. Eval code-conclusion and code-result no longer apply. Patient code (B)(4) no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient reported worsening pain on (B)(6) 2017. The pump was reprogrammed on (B)(6) 2017. The patient reported increased pain, no other symptoms of withdrawal and no symptoms of overdose on (B)(6) 2017. The patient reported increased pain that persisted following a bolus dose increase on (B)(6) 2017. A fentanyl patch was administered on (B)(6) 2017. A catheter access port (cap) contrast study on (B)(6) 2017 gave results of unable to aspirate cerebrospinal fluid (csf) or medication from the catheter port. A surgical observation on (B)(6) 2017 gave results of a catheter fractured at the pump connector. The catheter was explanted and replaced. The device diagnosis was catheter break/cut and the clinical diagnosis was decreased therapeutic relief. The outcome of the event was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device was delivering bupivicaine (30.0 mg/ml at 28.484 mg/day), fentanyl (400.0 mcg/ml at 379.78 mcg/day), and clonidine (450.0 mcg/ml at 427.25 mcg/day). The patient reported worsening pain on (B)(6) 2017. The pump was reprogrammed on (B)(6) 2017. The patient reported increased pain, no other symptoms of withdrawal and no symptoms of overdose on (B)(6) 2017. The patient reported increased pain that persisted following a bolus dose increase on (B)(6) 2017. A fentanyl patch was administered on (B)(6) 2017. A catheter access port (cap) contrast study on (B)(6) 2017 gave results of unable to aspirate cerebrospinal fluid (csf) or medication from the catheter port. A surgical observation on (B)(6) 2017 gave results of a catheter fractured at the pump connector. The catheter was explanted and replaced. The device diagnosis was catheter break/cut and the clinical diagnosis was decreased therapeutic relief. The outcome of the event was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.